Manufacturer narrative:
Additional information: two samples were received for evaluation. Visual inspection did not identify any abnormalities or kinks that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two coiled tube infusors underinfused. The reporter stated that there were visible kinks in the line of both devices. This occurred during infusion. Both events involved a patient with no patient consequences. No additional information is available.